Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a software update to this subcutaneous implantable cardioverter defibrillator (s-ICD) difficulty was experienced interrogating the device. A magnet was applied to the device and tones were emitted. Following magnet placement the device was able to be successfully interrogated. No adverse patient effects were reported.